Event description:
During an aequalis reversed fracture, the hemiprosthesis impactor tip came apart during surgery.

Manufacturer narrative:
The field action has been previously reported to FDA. The event is linked to a design issue.